Event description:
It was reported that during the pre-use checks tests, the ventilator generated a technical error code indicating an, "open" safety valve. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The investigation of the returned expiratory channel printed circuit board (pcb) has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The returned expiratory channel pcb was visually inspected, without any deviations observed. Electrical measurements were performed, no fault was found. During tests in a reference ventilator, performed pre-use check tests passed without deviation and no alarms were generated during ventilation testing. No device logs were available for evaluation. If the safety valve fails it can lead to stop of ventilation or to an increased airway pressure. This will be detected during pre-use check and during ventilation by generated alarms. The root cause for the reported issue has not been determined.

Event description:
(B)(4).